Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 279 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.